Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings:a review of the pump¿s black box history showed that a cs 128 call service alarm occurred due to normal battery wear. The alarm was unacknowledged for 11 hours leading to multiple consecutive power reboots on 08/12/2014. There was no activity outside of normal use observed. No errors, alarms, or warnings occurred during investigation. The complaint that the pump was emitting communication alarms was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.